Event description:
It was reported that the right atrial (ra) lead became disconnected as a result of a car accident. A procedure to reconnect the lead has been recommended. This lead was explanted and it was confirmed that it was fractured. It was decided not to replace the lead since this patient is not dependent. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead became disconnected as a result of a car accident. A procedure to reconnect the lead has been recommended, though no schedule has been set at this time. No adverse effects on the patient have been reported.